Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: mentor siltex 235ml moderate classic silicone gel implant. (B)(4).

Event description:
It was reported that a (B)(6)-year old caucasian female underwent primary breast augmentation with mentor siltex 235ml moderate classic silicone gel implants (catalog number unknown). Post procedure, bilateral baker¿s grade iii capsular contracture and rupture were noted. As a result, bilateral prosthesis replacement with 235cc mentor memorygel breast implants was performed on (B)(6) 2018. (See 1645337-2018-02250 for contralateral prothesis report).

Manufacturer narrative:
On 4/20/2018, during product evaluation, it was found that the devices returned to mentor for analysis on (B)(6) 2018 were not mentor devices. As a result, no analysis will take place at this time. If the correct devices are received in the future, the investigation will resume. Manufacturer¿s reference number: (B)(4).